Manufacturer narrative:
Customer returned pump for alleged possible over delivery anomaly found on aug 05, 2023. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected motor alarms or motor anomalies were noted during testing. Test p-cap locked into the reservoir tube successfully. Pump successfully downloaded to thump. No unexpected motor alarms were noted in the history files or traces on the event date. Pump delivered 111.55 u of bolus on aug 05, 2023. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, cracked case (battery tube) and broken belt clip rails. Possible over delivery was not confirmed during testing or in the history files. Pump passed full drive test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer¿s mother reported that pump still gave her son insulin even though the pump was suspended and had a low bg of 60 mg/dl and alleged over delivery. The current bg was 170 mg/dl. No symptoms were reported. Customer was treated with glucose tablets, juice, and glucagon. The pump was likely used within 48 hours of the reported event. It was unknown if auto mode was used. No harm requiring medical intervention reported. Customer will discontinue using the pump and the pump was returned for the analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected motor alarms or motor anomalies were noted during testing. Test p-cap locked into the reservoir tube successfully. Pump successfully downloaded to thump. No unexpected motor alarms were noted in the history files or traces on the event date. Pump delivered 111.55 u of bolus on (B)(6), 2023. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, cracked case (battery tube) and broken belt clip rails. Possible over delivery was not confirmed during testing or in the history files. Pump passed full drive test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 60 mg/dl at the time of the event. The current blood glucose value was 170 mg/dl. The customer was treated with glucose tablets and glucagon shots for the low blood glucose event. The customer experienced no symptoms related to the low blood glucose event. The customer alleged the pump was over-delivering even though the pump was suspended. Troubleshooting was partially performed and later declined. It was unknown whether the insulin pump was used within 48 hours of the low blood glucose event or not. It was unknown whether the auto mode was active at the time of the low blood glucose event or not. No further patient complications were reported. The customer discontinued using the insulin pump and it will be returned for analysis.